Event description:
Reporter indicated that a site's handheld screen was not responsive to anything, not even a soft and hard reset. The handheld was returned to manufacturer. Product analysis is pending.